Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted that the otw graftmaster instructions for use (IFU) lists death, arrhythmia, hemorrhage, hypotension and thrombosis as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient was taken to the cardiac cath lab due to a myocardial infarction occurring on (B)(6) 2012. During the procedure on (B)(6) 2012, the patient was found to have 3 vessel disease, the left anterior descending artery (lad), being the most critical. During the lad stenting procedure, a perforation occurred in the diagonal artery from a non-abbott balloon dilatation catheter. A 3.0x16 jostent graftmaster failed to cross to seal the perforation. The patient became hemodynamically unstable and emergent pericardiocentesis was performed. Upon resuming the intervention, thrombus was noted as forming in the lad and left circumflex arteries. The patient continued to decline and cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. The 3.0x16mm jostent was eventually successfully placed, sealing the perforation. The patient remained unstable. The thrombus was treated with thrombectomy and bare metal stents and the patient was placed on cardiopulmonary support, stabilizing the patient for 20-30 minutes. The patient again became unstable and an intraortic balloon pump and pacemaker were placed. After about 40 minutes, the alarm sounded, the patient was found to be without electrical activity and CPR was restarted. When the pacemaker was turned off, there was no underlying rhythm and without chest compressions, there was no hemodynamic activity. The patient was declared dead. There was no additional information provided.